Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that effective therapy was not established with the patient's lead. As a result, surgical intervention was undertaken in which the lead was explanted and replaced to address the issue.